Event description:
It was reported that the screw driver would not disengage from the screw. This became evident before the surgeon requested the screw.

Manufacturer narrative:
Labeled for single use.